Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the delivery issue has been completed and per clinical information provided, the physician felt resistance at the aorta and the pump insertion was aborted due to the patient having a short aortic root. The cause of the delivery issue was patient condition related due to patient anatomy and short root per clinical review. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk pci section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions as noted in the impella IFU ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings as noted in the impella IFU ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluation" this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. It was reported during placement of the impella delivery issues were encountered and multiple guide wire and catheter attempts were made to cross into the left ventricle. Reportedly the guide wire was exchanged for 0.018 and the impella backloaded onto the wire, however, the physician was unable to advance the impella into the left ventricle due to the patient¿s anatomy and short aortic root. There was no patient harm reported, and this device was removed, and an intra-aortic balloon pump was placed. There was no patient harm reported, and this device was removed.